Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the core impaction drill heated up during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.